Event description:
This lead was explanted and replaced because it kept dislodging. The physician says it was a patient anatomy issue. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated. (B)(6) 2014 - this device was returned.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. Blood penetrated the lead in these areas. During further analysis, no deviations were noted which might be related to the clinical observation. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism did not show any deviation from the technical specifications. In summary, there was no sign of a material or manufacturing problem.